Manufacturer narrative:
A getinge field service engineer evaluated customers reported an error during use, "system temperature is too high. After shutting down and restarting, the device could be used normally. No problem was found at the site on march 7, and the device had been reused for patients. The device was running well, so it could not be used. Further testing on march 11, showed that no abnormalities were found during offline on-site testing of the patient, and the filter was cleaned. After testing, all parameters are normal, meet factory requirements, and can be used clinically. The patient was involved, and no patient injuries were reported when the fault occurred.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) reports system high temperature. The equipment function was normal, after the customer restarted the equipment the fault disappeared. There were no injuries reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a